Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported through medwatch " during orif procedure of comminuted tibia fracture, a screw bit was drilled within the proximal tibia and broke within the tibia. The surgeon kept the drill bit intact as removing it would cause more harm, as he would have had to remove the plates and screws, causing instability within the fracture. Intentionally retained fb disclosed to patient by surgeon"

Manufacturer narrative:
The reported event that drill bit axsos 3 ti non-locking, short, ø2.5 x 216mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned (broken tip left insitu) for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. Nevertheless, note that a corrective nc # 1359091 has been already initiated in the past in order to address this occurrence. A review of the labeling did not indicate any abnormalities. No indications of a design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3: device was not returned.

Event description:
It was reported through medwatch " during orif procedure of comminuted tibia fracture, a screw bit was drilled within the proximal tibia and broke within the tibia. The surgeon kept the drill bit intact as removing it would cause more harm, as he would have had to remove the plates and screws, causing instability within the fracture. Intentionally retained fb disclosed to patient by surgeon".